Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose(bg) level of 50 mg/dl. Reportedly, the customer attributed the cause of bg to the basal rate settings being set too high. Carbohydrates were consumed to treat the bg. Customer to consult with healthcare provider regarding adjusting the settings.